Manufacturer narrative:
The stealtharchive for the patient involved in the reported event was sent to the manufacturer for evaluation. It was found that the 3d model looked like a skull instead of a skin model as it should. It is likely that the user did not properly adjust the threshold settings to build a correct skin model and this can affect accuracy. No software faults or anomalies were found to be the cause of the alleged inaccuracy.

Event description:
A medtronic representative reported an inaccuracy with the fusion navigation system, while in an ent procedure. The surgeon performed two separate registrations, using the tracer method, and alleged an inaccuracy of 2-4 mm at the posterior septum. The surgeon completed the procedure with the use of navigation. There was no negative impact to the pt outcome reported.

Manufacturer narrative:
Pt weight is not available from the site. Files have not yet been received by manufacturer for investigation. Software has not been evaluated as of the date of this report.

Manufacturer narrative:
Reviewed a second registration from another exam archive provided and determined the tracing pattern to be the same with the soft tissue being traced on. Tracer pattern traced over soft issue. The tracing pattern on the bridge on the nose is poor indicating that tracer is likely shifted from the correct location.